Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on all channels of the evis exera ii ultrasound gastrovideoscope. The scope tested positive for an unknown amount of empedobacter brevis. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where pre-cleaning is not performed. The device is manually processed with an bw-412t model cleaning brush, oxy'zyme disinfectant, and aniosyme x3 detergent. The brushed points are the instrument / suction channel, suction cylinder, the instrument channel port, the balloon channel, and the distal end / areas around elevator. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored horizontally.